Event description:
It was reported that the 6800 system had a generator overload fault error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power control board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.